Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (20) loose 0.3ml insulin syringes. The consumer reported syringe plungers hard to move mostly during injecting. All 20 returned syringes were examined, then tested for flow: all 20 syringes were able to draw and expel properly and no difficulty was experienced exercising the plunger rod within each respective barrel. No defects were observed. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm had the plunger difficult to move. The following information was provided by the initial reporter : the consumer reported that syringe plungers were hard to move mostly during injecting. Date of event : unknown. Sample status : awaiting sample.